Event description:
Stapler would not fire stapler load after in position to fire across tissue. Manual clamp release was used to unclamp stapler load from patient. Stapler removed from sterile field at that point. Sales rep contacted.